Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
An incision enlargement was required to removed the intraocular lens (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. Visual inspection showed that the lens was received cut in half and damaged. The lens was received contaminated whereby dust particles were present. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis multifocal acrylic 3-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic.. The received condition of the lens is consistent with a lens that was explanted from the patient¿s eye. Due to the received condition of the lens no further analysis was performed. The manufacturing record review was performed. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no nonconformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was manufactured within power specification. There were no associated nonconformity material reports. Based on the manufacturing record review product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
Were received a report that a tecnis (B)(4) intraocular lens (iol) was explanted from the patient's right eye because she did not have good vision. The report indicated the patient has a profound iris defect and subsequently had blurred vision with multifocal lens. A vitrectomy was also performed but an incision enlargement was not required. Another iol was implanted during the same procedure. No patient injury reported.